Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device malfunction alarm codes s321 (motor error-pmc left) and s421 (motor error-pmc right). The device was returned to the biomedical dept from an unspecified nursing dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. At an unspecified time, it was reported that at start-up, the device alarmed for malfunction alarm codes s321 (motor error pmc left) and s421 (motor error pmc right). There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.